Event description:
As stated by the customer (B)(6) 2010: "during the transfer of the resident from the bed, two of the straps that hold the clips on the sling tore/snapped. The resident fell onto the bed and was not injured. In the tech's further findings, it is stated that the worn sling was not an arjohuntleigh product." (B)(4).

Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.